Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, an opening and a wear abrasion, and stress marks. A microscopic analysis was performed which identified as an sharp crease opening in the anterior side also have stress marks around the opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.